Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 c 501 analyzer. Patient 1 initial sodium result was 113 mmol/l and the repeat result was 124 mmol/l and on another analyzer was 126 mmol/l. Patient 2 initial sodium result was 98 mmol/l and the repeat result was 134 mmol/l. The initial chloride result was 131.9 mmol/l and the repeat result was 95.9 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer checked the analyzer and could not establish a cause. He decontaminated the ise systems and replaced the electrodes and the ise reagent. He ran passing ise checks, passing ise calibration, and passing ise precision. The investigation did not identify a product problem. The specific cause of the event could not be determined.